Event description:
Reportedly, a mitral valve was explanted after an unknown implant duration. No additional information was provided with the returned device. The device was picked up for return and evaluation. The surgeon stated there was no malfunction of the device but has provided no additional information to date. A request has been made for additional information regarding the device, the patient and the event.

Manufacturer narrative:
Evaluation summary attached: customer report was unknown. However, moderate to heavy calcification was observed in the cusp areas of all three leaflets. The free margin of leaflet 2 exhibited minimal to moderate calcification, free margin of leaflet 3 exhibited minimal calcification. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 6mm. Minimal to moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 6mm. Host tissue was moderate at the stent inflow and minimal to moderate at the stent outflow. The x-ray demonstrated calcification, no visible damage to the wireform. Wireform near commissure 2 was exposed on both the inflow and outflow aspect. These damages are most likely due to explant. Additional manufacturer narrative: the product evaluation concluded the device was explanted due to calcification which restricted mobility of the leaflets and led to stenosis. There is no reported patient medical history to support early calcification. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Requests have been made for additional information regarding the patient, patient condition, device specifics, and event specifics. Unfortunately, no additional information has been received. However, the device has been received for evaluation and a follow up report will be submitted upon completion of our evaluation. We will continue to investigate for additional event specifics. The device history record (DHR) review cannot be done until the serial number is provided. Patient condition remains unknown.